Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized twice while wearing the insulin pump. The first time was in 2001 where he was hospitalized from a car accident caused by a hypoglycemic event. His blood glucose at the time of incident was 20 mg/dl. He was wearing the pump when he crashed his car into a bridge due to a low, killing his four-year-old daughter in the process. The customer has also had surgery to fix both of his feet. He no longer has that pump. The second hospitalization occurred on new year's day this year where he was sleeping and his wife discovered that he was sweating. The wife called ems and tried putting sugar in his mouth. The customer no longer has that pump either. No products were returned or shipped.